Event description:
Pt was brought from nursing home to have their peg tube reinserted. Pt was in the hosp emergency dept on a stretcher with both side rails up. Pt was found on the floor, having fallen off the stretcher when one side rail lowered. The spring that engages the lock was not in place. The pt sustained a fracture to c1 and c2, and to their jaw.